Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus australia and new zealand (oaz) for evaluation. Oaz requested the facility to provide the information regarding reprocessing, however the facility did not provide and oaz could not obtain it. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) checked the subject device and found that the followings. The bending section was heavy when angulated. The distal end insulation test had failed. The light guide lens was chipped. The glue of the bending rubber was chipped. The control section cover was cracked. The universal cord had wrinkles. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for pseudomonas aeruginosa other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.